Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of overfeeding. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/03/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer reports that the unit is over feeding. Additional information has been requested with no response to date.